Manufacturer narrative:
The patient died on an unknown date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away due to ¿worsen condition¿. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began unspecified treatment for the peritonitis (no further detail). On an unspecified date, in the same month as onset, the patient was reported to be recovering from the peritonitis. Nutrineal/physioneal therapies were ongoing at this time. On unknown dates (in the same month as onset) nutrineal/physioneal therapies were discontinued and the patient passed away reportedly due to ¿worsen condition¿. It was not reported if the patient recovered from the peritonitis prior to death. The exact cause of death was unknown to the reporter. It was not reported if an autopsy was performed. No additional information is available.